Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode during a routine in office device check and was transferred to the hospital. Review of stored device memory in the hospital noted the patient had been in atrial fibrillation (af)/atrial flutter for almost one year, however, the rhythm had broken the date of the in clinic device check. Review of device memory noted no stored episodes that correlated with the syncope and showed appropriate device function. A hospital health care professional (hcp) suspected that the syncope might have occurred during threshold testing. The hcp planned to follow up with the patient's following clinic. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause of syncope was felt to be related to loss of capture (loc) during the manual threshold testing. There were no patient injuries and no interventions undertaken as a result.